Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the left ventricular lead was initially "unable to obtain adequate distal location", but then the second attempt resulted in the lead being part of the final system configuration. The lead remains in use. The patient was a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Redacting initial regulatory report # 2649622-2013-09374 because this lead is a clinical unit and adverse reporting is the responsibility of the clinical affairs dept.